Manufacturer narrative:
(B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Are there pictures of the damaged device available? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. The scrub tech attempted to assemble the fibrin sealant preparation device and could not attach it. The surgeon attempted to attach it and broke the fibrin sealant preparation device. The surgery was delayed by 10 minutes. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2021. Additional information was requested, and the following was obtained: 1. What is the lot number? Unknown. 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? It added about 10 minutes to the procedure. There were no patient consequences. 3. Are there pictures of the damaged device available? No. 4. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. It is available to return, but hasn't been boxed up yet. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.